Event description:
It was reported that the patient underwent a lumbar surgical procedure with the use of a plate. Approximately 2 years post-op it is believed that the plate may have broken. No additional patient information has been reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.